Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. A review of the event log was performed. A visual inspection was performed. During a simulated therapy, a reset alarm occurred. The reported problem was identified as a program related issue and the cause was the digital pcb battery. The pcb battery was scrapped and the device was sent for servicing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that unspecified alarms occurred before use on the homechoice (hc). The technical service representative (tsr) arranged the return of the device. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.